Manufacturer narrative:
The date of this report section provided with the initial report was incorrect. The correct date of the report has been provided with this report.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarm or blank display noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and loose/protruded drive support disk.

Event description:
It was reported that the customer's insulin pump fell off and hit the bathroom floor. The insulin pump did not turn back on. Her blood glucose level was 83 mg/dl. When the insulin pump turned back on, she received a failed battery test. The insulin pump's battery compartment had a crack. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.